Manufacturer narrative:
(B)(4). Customer complaint notes, stated change the battery every day. Pump monitored for several days. Unit received with all operating currents within spec and passed pump error test and displacement test. No unexpected battery power loss anomalies noted. Pump history download using thds was successful. However, pump error alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Pump error alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor and vibrator assembly noted. Pump received with corroded battery tube, cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected battery power loss alarm. Customer stated that they changed battery every day. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.